Event description:
Customer medwatch received from the FDA states that "a padgett brand blade was inserted in the zimmer brand dermatome, and when skin was harvested, the blade inflicted a laceration of 4 inches on either side of the graft harvest location on the pt's thigh which had to be sutured. Harvest of graft from the anterior thigh for graft to inner thigh." A telephone discussion with, and subsequent e-mail from the hospital's corporate loss prevention manager confirmed that "the scenario took place during change of shift in the or. The tech setting up the tables was relieved by next shift, but table setup was complete at that point. When the physician asked for the blade, for some reason, the fresh shift tech went to supplies for a blade vs looking at the setup where the correct blade had already been placed. Re-education of all or staff was conducted on the importance of the correct blade for the correct dermatome. Physicians also received re-education on reading the blade's brand name before they insert into the dermatome they are using. This case was a wake up call for all and brought home the importance of reading labels carefully."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.